Manufacturer narrative:
D10 concomitant products: sigtrsb45axt, sigtrsb45axt 45mm xtr thk reinforced rel (lot#: n5k1709y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic right video-assisted thoracic surgery (vats), while the stapler was the lung tissue, the stapler cut the tissue but remained locked on the tissue and would not retract. The surgical staff removed the handle and tried to manually retract the blade, but were unsuccessful. The procedure was converted to an open thoracotomy with upper lobe wedge excisions to staple off the tissue above the jammed reload. The reload was removed from the patient without further issues. The procedure was extended for approximately 60 minutes.